Manufacturer narrative:
E1.: phone number continued: (B)(6); e1.: fax number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade ii, pain.

Event description:
Healthcare professional reporting, left side rupture. Capsular contracture, baker grade ii and pain. Device has been explanted.